Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes were experiencing tube push off. In addition, some tubes can't be recapped, and there are indications of fibrin strands/latent clotting in some tubes. No serious injury or medical intervention.